Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. Interrogation of the pacemaker (pm) revealed noise on the right ventricular (rv) which was reproduced with isometric testing. The rv lead was over sensed and triggered noise reversion. It was noted the noise was not registered by the previous pm's programming changed. The patient was asymptomatic. During the procedure, an insulation breach was noted on the proximal end of the rv lead. The pm was explanted and replaced, and the rv lead was capped, and a new rv lead was implanted on (B)(6) 2025. The patient was stable throughout the procedure